Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported their ilet was not charging, showing 22% despite being on the charger all day. Follow-up showed the device at 44%, with user clarifying the pump had only gone inactive, which was explained as normal. Later, user called again stating the ilet still was not charging and had dropped to 24% while on the charging pad. Testing on a wireless phone charger produced no response. Agent arranged for a replacement ilet to be sent. The highest blood glucose (bg) recorded was 228 mg/dl. The user's bg could not be corrected. The ilet did not alert for high or low bg that may have been caused by charging issue. No outside assistance, medical intervention, or symptoms during the event were reported at the time of call.